Event description:
Pt found unresponsive. During assessment of pt, the flex sheath and detachable hemostasis valve was found to be separated. Pt arrested and subsequently expired with gross autopsy exam revealing significant heart disease. Cause of death was not directly attributed to separation of device.